Manufacturer narrative:
All info provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported a device displayed an error message for device reset and elective replacement indicator. A device image was completed successfully. Tech svs guided the technician through the engineering test page to clear the device reset. Device timestamp was correct and the device was reprogrammed back to prescribed settings. The device was returned due to normal elective replacement indicator.